Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after starting on the pump while residual long-acting insulin was still active, and they were advised to disconnect the pump until their usual long-acting dose time. Symptoms included low blood glucose to 50 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the specific cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.